Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: cartridge lot # b201582 was confirmed to be defective and found to be leaking from the plunger side of the cartridge past the first o-ring and out the hole in between the two o-rings.